Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported slda appears to be related to procedural conditions (patient's rotated heart axis impacted visualization of anterior leaflet). The reported poor imaging is related to patient anatomy (rotated heart axis). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 27 may 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A ntw lot: 31129r1088 was chosen for implantation. Imaging was difficult during insertion of leaflets. Shortly after deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). No leaflet damage was observed. A second mitraclip was implanted to stabilize the slda. The procedure ended with mr reduced to trace. There was no clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.